Manufacturer narrative:
Evaluation summary: customer reported a choroidal detachment following a glaucoma shunt implant procedure. The customer commented that the shunt is not the cause of the reported event. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Sample was discarded. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported a choroidal detachment following a glaucoma filtering device implant procedure. The patient's low postoperative intraocular pressure (iop) (3mmhg) is believed to be the cause of the choroidal detachment and over filtration, which was associated with it. An additional scleral flap suture was performed, aiming to increase the patient's iop. The attempt increased the iop to approximately 10mmhg, however, the choroidal detachment did not improve. The shunt was explanted and the surgical site was restored to its initial state. It was noted that the patient accidentally ingested a carbonic anhydrase inhibitor, although as to when it was ingested in relation to the event was unspecified. Product sample is unavailable for return as it was discarded. The doctor does not feel that the shunt is the cause of the reported event.

Event description:
The causal relationship with the device was not confirmed. In the surgeon's opinion, the choroidal detachment was caused by the continuation of taking the carbonic anhydrase inhibitor excessively after surgery.